Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty charging the ilet pump, evidenced by a blinking indicator light instead of a solid charging light, which was resolved through guidance on correct placement of the pump on the provided charger. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention. Investigation included remote troubleshooting and user education to verify charger function and confirm correct device-to-charger alignment. Investigation of this case revealed user-related handling of the charging process, with device performance normal after correct placement and confirmation of a charging notification. It was concluded, based on previously established findings for similar reports, that the cause was user technique.